Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had full revision surgery due to high impedance "unable to detect impedance. The explanted products have not been received to date. No other relevant information has been received to date.

Event description:
The explanted device was received into product analysis. Product analysis is underway but not yet completed. No other relevant information has been received to date.

Event description:
Lead product analysis was completed. The lead assembly was returned for analysis due to high impedance and explanted, due to lead break / high impedance. The allegations were not confirmed in the returned lead portion, as the full lead was not returned. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified for the lead portion received. No other relevant information has been received.